Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection and alarm log review were performed. During the visual inspection knob pole clamp damage was identified. The cause was determined to be knob pole clamp and clamp rubber were damaged. To correct the condition, the knob pole clamp and clamp rubber were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have knob pole clamp damaged. No additional information is available.